Event description:
Philips received a complaint on mx40 1.4 ghz smart hopping indicating that the leads are not communicating or giving off incorrect data. It is unknown if the device was in use at the time of the event. No adverse event was reported.

Manufacturer narrative:
The product malfunction was unable to be confirmed because the purchase order was not provided. The device was returned to the customer unrepaired. A review of the service history for this device shows the problem has not been reported again for this device.